Event description:
Related manufacturer reference number: 2017865-2025-00197, 2017865-2025-00198. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead, and lack of lead slack on the right ventricular (rv) and right atrial (ra) leads. The lv lead was explanted and replaced. No intervention was performed on the rv and ra leads. The patient was stable during the procedure and was discharged.